Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly and the pump subsequently shut off. The customer's blood glucose level was 290 mg/dl. Tandem technical support made multiple attempts to follow up with the customer to complete troubleshooting, however no response was received.